Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the distributer and obtained the following information: the instrument was inspected prior to use. The surgeon was grasping tissue when the issue occurred. The instrument was in use for 30 minutes before the incident. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments or other hard materials. The wrist was straightened upon the instrument removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The staff did not notice any damage to the cannula after the event occurred. There was no other damage. It was visually confirmed that all fragments were retrieved. There was no additional surgical procedure required to remove the fragment. No post operative test like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complication related to the retaining of a foreign object. A picture was also provided. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The instrument appears to have a broken molded insulator on one of the grips marked with the green arrow. The fragment in the picture could have originated from the instrument based on the color, shape, and size, but the instrument would need to be returned to confirm if there are any missing fragments.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical salvage surgical procedure, the tip of the fenestrated bipolar forceps instrument was broken. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a 30 minutes delay in the procedure and a fragment fall into the patient and was retrieved during the same procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.